Manufacturer narrative:
Date of report: 23aug2021. Initial reporter name and address: (B)(6).

Event description:
The customer reported that the touchscreen fails after calibration. The patient involvement information is unknown but has been requested. There is no report of patient harm.

Manufacturer narrative:
The issue was observed during preventive maintenance testing prior to therapeutic application. Based on this information, this does not meet the reportability criteria.